Event description:
It was reported following an unrelated surgical procedure the patient was unable to establish a connection with her ipg. The customer programmer also reflects a communication error. A company representative met with the patent and confirmed the issue. As such, the patient may undergo surgical intervention to address the issues.